Event description:
It has been reported to philips that the allura system was not booting up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that there was malfunction with the system bootup issue. The philips engineer suggested service, but the service quote has been cancelled by the customer and no service has been provided from the philips. As customer cancelled the service request, resolution remains unknown to philips. The codes were updated based on the investigation outcome.